Event description:
Additional info indicates that the right coronary artery was tortuous and calcified.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The lesion was in the rca, proximal to a previously placed stent in the rca. The lesion was predilated. The physician was unable to cross the lesion with the taxus express2 8.8% 3.50 x 16 mm stent. He dilated a second time with a larger sized balloon, but the taxus stent would still not cross the lesion. A third attempt was tried and after this attempt when the taxus stent was withdrawn, the physician noted that the stent struts on the proximal end of the stent were damaged. The physician completed the procedure with another device. The pt was reported as "stable" upon discharge.